Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high capture thresholds. The lead's helix mechanism became hooked on tissue and as a result, the helix became stretched out. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high capture thresholds. The lead's helix mechanism became hooked on tissue and as a result, the helix became stretched out. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: this device has not been received for analysis. Should additional information become available, a supplemental report will be provided.